Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of 5 years and 10 months for unknown reasons. A bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
The following sections were updated/corrected/added: b5, b7, h6 (component code, clinical code, device code, type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including dyslipidemia, CABG and diabetes mellitus.

Event description:
Edwards received notification that a valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of five (5) years and ten (10) months due to calcification and dense neo-epithelialization leading to severe stenosis (peak velocity 4.5 m/s, mean gradient 57.3mmhg, area 0.5 cm2), and trace regurgitation. The patient presented with palpitations, chest heaviness, and exertional dyspnea (nyha class ii-iii), and found to have atrial fibrillation with rapid ventricular response (rate 116) and troponin elevation. A 23mm bioprosthetic valve was implanted in replacement. The patient was noted as to be discharged home in stable condition.